Event description:
The following has been reported: "error 51 [defective speaker] occured during preventive maintenance, [therefore] no patient was harmed." Reporting due to the referenced issue; no harm to patient was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked to the reported issue could be found. Device history logs was not provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6)) was not returned to our laboratory for analysis. However, suspected defective flexible speaker was returned as a spare part to be investigated. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed using an agilia sp test bench. Maintenance test 9 and audio test were launched. No errors or alarms were triggered during this period. Therefore, the reported issue could not be reproduced. The root cause of the reported event could only be investigated with the whole device. However, the reported issue was confirmed using the provided picture. Based on available information, the root cause of the reported issue remained unknown (not the speaker). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.